Event description:
Reportedly, the stent separated from the balloon before deployment. The balloon was able to be advanced into the stent and then expanded.

Manufacturer narrative:
Device not returned.